Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Main coil, delivery wire and introducer sheath return for this complaint. Main coil and delivery wire returned separate, twist lock was open. Main coil was found severely stretched and kinked. Delivery wire was inspected and no damages were found. Introducer sheath was inspected and no damages were found. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no damages were found. The interlocking arm was detached and the part was not returned. Dimensional inspection revealed that the overall dimension (od) of the weld, wire arm and wire zap tip matches with specification. For the main coil, the number of proximal fiber bundles, zap tip od and primary coil od were within the specification. However, the number of distal fiber bundles did not match with specification, thus, fiber loss due to stretched condition was noted.

Event description:
Reportable based on device analysis completed on 15dec2021. It was reported that the device stretched and failed to deploy. The target lesion was located in the esophagogastric fundus vein. A 18mmx40cm interlock-35 was selected for use. During the procedure, it was noted that resistance was encountered upon repeatedly delivering the device, and so the device was simply pulled out. However, it was found that the coil was unwound and failed to deploy and got stretched. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed loss of fibers and the interlocking arm detached.